Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implant date: unknown, 457445 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room for bradycardia and that the patient also experienced chest pain. It was reported that the right ventricular (rv) lead exhibited pacing failure. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.